Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation of pod found damage to the cannula.

Manufacturer narrative:
During investigation, a tear was observed on the unexposed portion of the soft cannula, resulting in an internal leak. The fluid contact on the commutator cap resulted in the rotational sensor malfunction, causing the reported 0x40 hazard alarm. The internal cannula tear can be confirmed as the root cause of the observed corrosion, low battery voltages, and the reported 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: the device was received fully deployed with discoloration observed through the top housing. Upon removal of the top housing, corrosion was observed on the bottom and top batteries, the pcb, and on the ratchet retainer pin. Additionally, evidence of fluid stains were observed on the commutator cap and mechanism rails. All three battery voltages were measured to be lower than expected due to the observed corrosion, requiring an external power supply to retrieve pod data. The device generated an 0x40 hazard alarm, indicating the rotational sensor maximum open count was exceeded. A failure to transition in the rotational sensor data was also observed, indicating a rotational sensor malfunction occurred. During investigation, a tear was observed on the unexposed portion of the soft cannula, resulting in an internal leak. The fluid contact on the commutator cap resulted in the rotational sensor malfunction, causing the reported 0x40 hazard alarm. The internal cannula tear can be confirmed as the root cause of the observed corrosion, low battery voltages, and the reported 0x40 hazard alarm.